Manufacturer narrative:
No product was returned for evaluation. The report of an increase in powers and estimated flows were confirmed based on the evaluation of the submitted system controller log files; however, a specific cause for the events could not be conclusively determined. The log files captured pump parameters appearing stable until (B)(6) 2017 when elevations in pump power and estimated flow were observed. All of the observed power and estimated flow elevations appeared to be associated with pi events. No other atypical alarms were captured in the log files and the pump operated above the low speed limit for the duration of the log files. The patient remains ongoing pump support and no further events have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient was in for a routine clinic visit, and it was observed in the event history that on (B)(6) 2017, elevated powers and elevated flow estimations occurred. The patient was asymptomatic. The submitted log file was reviewed by the manufacturer¿s technical services representative and the power elevations were confirmed. It was reported that at the time of the event the health professionals felt that the lvad ingested something, but did not know what. The patient had no deficits or symptoms at the time of the event. The patient was seen in the clinic during the week of (B)(6) 2017, and the patient¿s labs were reported to be within normal limits, and the lactate dehydrogenase (ldh) was 234 u/l. The patient¿s ldh has never been greater than 400 u/l, so hemolysis was not a concern. The patient continued on coumadin, aspirin and persantine, and was to be monitored. No additional information was reported.